Manufacturer narrative:
Correction: h6 correction for product not returning.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds x-ray confirmed dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.